Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. The physician reported via email that a patient using the omnipod 5 closed-loop hybrid system in conjunction with the dexcom g7 cgm experienced a severe hypoglycemic event requiring emergency medical services (ems). According to the report on 10/05/2025, the dexcom g7 cgm was displaying glucose values significantly higher than the patient¿s actual bg. The patient lost consciousness, prompting the husband to administer glucagon and call 911. Emergency responders from the fire department arrived approximately three minutes after the call. At an unspecified time during the incident, the patient¿s bg was documented at 134 mg/dl, while the cgm was reading 194 mg/dl. No further medical evaluation or intervention was documented following ems arrival. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. At an unspecified time, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid on 10/06/2025. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2025. On (B)(6) 2025, the patient experienced a severe hypoglycemic event while using the omnipod 5 closed-loop hybrid system in conjunction with the dexcom g7 continuous glucose monitor (cgm). After returning home from an event, the patient observed a rising glucose trend and administered a dose via the omnipod system based on calculations. Approximately 10¿15 minutes later, cgm readings continued to rise, prompting a second dose. Shortly afterward, the patient began feeling shaky, laid down, and experienced nausea. Glucagon was administered in response to symptoms. Around 12:00 am, a fingerstick blood glucose reading showed 134 mg/dl, while the dexcom cgm displayed 194 mg/dl with a downward trend arrow. Concerned by the discrepancy and symptoms, the patient's spouse called 911. Emergency medical services (ems) arrived and found the patient conscious but disoriented. The patient stabilized with ems support and did not require hospital transport. Ems departed once the patient was confirmed stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).